Event description:
It was reported that the user experienced an occlusion alarm on the ilet while using an infusion set and connector; no active alerts were visible in notifications, a dry run was successful after removing supplies, and resuming delivery was achieved following a full supply change with new cartridge, connector, and infusion set, with blood glucose reported as 83 mg/dl and not impacted, consistent with an obstruction of flow involving the connector/coupler. No clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Customer care provided support that included communication with the user and analysis of information provided by the user. Investigation of this case revealed deformation-related issues consistent with an obstruction of flow localized to the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.